Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fse discovered that the cardiosave intra-aortic balloon pump (iabp) had a helium leak in the cart. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the helium regulator and checked all connection points for helium from high pressure regulator to helium fill manifold. The preventive maintenance (pm) was completed with full calibration, functional and safety checks to meet factory specifications. As part of the pm, the fse had also replaced the screw kit, and two labels. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fse discovered that the cardiosave intra-aortic balloon pump (iabp) had a helium leak in the cart. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The date received by mfg (g3) from the initial MDR was not correct. The correct date received by mfg (g3) is 17-nov-2020.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fse discovered that the cardiosave intra-aortic balloon pump (iabp) had a helium leak in the cart. There was no patient involvement, and no adverse event reported.